Event description:
Procedure performed: unknown. Event description: the acct mgr was not present for the case. The cautery function did not work from the beginning. It is unknown what monopolar cord was used. A new device was opened and used to complete the case. The cord was able to be attached to the device. It is unknown if the cable was replaced with the alternate device. There was no patient injury. There are no photos available. The device is available to be returned. Intervention: a new device was opened and use to complete the case. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit; however, the complainant¿s experience could not be confirmed as the event unit functioned as intended. The event unit met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: the acct mgr was not present for the case. The cautery function did not work from the beginning. It is unknown what monopolar cord was used. A new device was opened and used to complete the case. The cord was able to be attached to the device. It is unknown if the cable was replaced with the alternate device. There was no patient injury. There are no photos available. The device is available to be returned. Intervention: a new device was opened and use to complete the case. Patient status: no patient injury.